Manufacturer narrative:
The manufacturer previously reported a failure of the power management board to power the device on. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was due to a failure of component q20 (battery voltage fet).

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.